Event description:
Pt developed frature in mandibular symphysis during distraction with lead device. Fracture was aligned with screw in base plate. Distractor and screw were removed and mini plates with 2.3mm screws were used to fixate.

Event description:
Pt developed fracture in mandibular symphysis during distraction with lead device. Fracture was aligned with screw in base plate. Distractor and screws were used to fixate.